Event description:
A motor movement error was reported, identified by the malfunction code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer with this process. After the reset, the malfunction code did not recur, and the customer was advised to call back if any issues reappeared. The customer confirmed their understanding and continued using the pump.